Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgical procedure on (B)(6) 2018, the hexagonal flexible screwdriver broke while surgeon was tightening the locking mechanism on a trochanteric fixation nail advanced (tfna) nail. It is unknown if a surgical delay resulted from this issue. Concomitant devices reported: cannulated connecting screw (part number unknown, lot number unknown, quantity 1), insertion handle (part number unknown, lot number unknown, quantity 1), tfna nail part number unknown, lot number unknown, quantity 1). This report is for one (1) 5.0mm hexagonal flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.028 , lot: 9327350, manufacturing site: haegendorf , release to warehouse date: 27. Jan. 2015 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Device condition: visual inspection performed at customer quality (cq) observed the shaft of the device is broken at the end the first rotation of the irregular spiral cut. The break fully extends from the start of the spiral cut to the adjacent edge of the next rotation. The device was returned into two separate pieces (shaft broken at puzzled geometry and the handle). The device also shows worn hexagonal drive edges, but which would not impact the functionality. No new issues were identified. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Drawing/specification review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision) were reviewed and no design issues were identified. Drawings: flexible screwdriver: a device history review, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Dimensional inspection: relevant feature specifications per drawings: outer diameter; the measured dimension was found to be within the given specifications per the relevant drawing. While a root cause could not be definitively determined as the circumstances at the time of the break are unknown, the observed condition is consistent with exposure to an exceeding off axis bending force. Further raw material inspection was not performed at cq because the DHR for sub components are not tracked. However, there is no indication that the material would have contributed to this complaint based on the age of the device (3+ years) and the received condition of off axis bending. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.